Event description:
It was reported that during an arthroscopy knee case, the shaver blade tip fell off into the patient. Reportedly, they were shaving and the shaver made a grinding sound and within a few seconds, the tip disappeared. Allegedly, an x-ray was taken in order to find the tip and retrieve it.

Manufacturer narrative:
Additional information will be provided once investigation is completed.